Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID tractip 200 laser fiber was opened for use in ureteroscopy with laser lithotripsy procedure in the kidney performed on an unknown date. According to the complainant, during preparation outside the patient, the laser fiber was noted to be broken in half upon removal from coil in the package. The procedure was completed with another flexiva ID tractip 200 laser fiber. There was no serious injury nor adverse patient effects a result of this event. There were no patient complications reported. The patient condition at the conclusion of the procedure was reported to be fine.